Event description:
It was reported that the patient experienced a loss of therapeutic effect, leading to a return of urinary frequency along with straining during bowel movements. It was determined that the neurostimulator was turned off. The patient did not remember turning his ins off, though it was noted that he had memory issues. The ins was turned back on, and the patient began to feel stimulation at 0.40 volts.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v711743, implanted: 2011 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).